Event description:
Approx seven months after the index procedure during the follow-up period coronary angiography was done due to angina. A 90% concentric lesion was found proximal to the previously implanted cypher stent. The restenosis was reported to have a probable relationship to the device and a highly probably relationship to the procedure. The serious adverse event (sae) was reported to have resolved without sequale.